Manufacturer narrative:
The clinical assessment by acist's medical advisory board member was conducted on (B)(6), 2022, and is as follows: the report describes an angio in a 73-year old woman that had disease in the proximal left anterior descending artery (lad) and cirumflex (cx). These were evaluated with fractional flow reserve (ffr). However, during wire manipulation, the guide became dislodged from the left main artery and was repositioned using a .035 wire. After the guide was positioned back in the left main, there was air visible in the guide and subsequent angiography demonstrated findings consistent with air embolization. This sequence of air visualization in the guide and in the coronary was not recorded, or was not included in the image file provided to acist. Per the information provided to acist, the patient required CPR. However, they were able to restore coronary flow and stability quickly enough to go ahead and perform a percutaneous coronary intervention (pci) to the left main, lad and cx. Images of that intervention are included in the angio file provided to acist. A bifurcation stenting with crush technique was performed with good result. The coronary flow on all those images appeared normal. The angio files otherwise also show a diagnostic angio of left and right system performed prior to the pci. Those images show stenosis in the ostial lad and cx that were subsequently treated as noted. There is no evidence of air injection on any of these recorded images. Based on the information provided to acist, it is most likely that air was introduced into the tuohy, stopcock, or catheter during guide manipulation/repositioning. This air could easily be injected into the coronaries as they filled the guide with contrast for the first image where the air embolization was seen. The event was significant given the patient's instability and requirement for CPR. This report is closed.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(4) has not yet been returned for evaluation. The evaluation will be included in a follow-up report. The consumables used during the event were discarded by the user facility and the lot numbers are not known. A clinical evaluation of the cine-angiograms will be included in a follow-up report.

Event description:
It was reported that a (B)(6) year-old female was admitted for an elective coronary angiography. A jl 3.5fr guide catheter and jr4 5fr guide catheter were used for diagnostic catheterization. These were replaced with a xb3 6fr guide catheter and fractional flow reserve (ffr) was performed on the left anterior descending artery (lad). After a sion blue wire was removed from the lad towards the left circumflex artery (lcx), the advancement of the acist ffr catheter resulted in disengagement of the guide catheter. After the guide catheter was placed in the left main coronary artery (lmca) with the assistance of a 0.035" wire, prior to injection, air bubbles were seen on fluoroscopy in the guide catheter. The guide catheter was flushed back, and an injection was performed, demonstrating air embolism to the lad and lcx. The patient's status deteriorated quickly. Cardiopulmonary resuscitation (CPR) and prompt aspiration of air and injection of blood were performed, and the patient recovered. Subsequently, a percutaneous coronary intervention (pci) was performed on the patient.

Manufacturer narrative:
H3: the acist angiographic injection system, model cvi, system serial number (B)(6) was returned for evaluation on september 29, 2021. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. A clinical evaluation of the cine-angiograms will be included in a follow-up report.